Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum was weak. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the customer reported event. The system was then tested and met all product specifications. The system was manufactured on december 17, 2005. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).